Manufacturer narrative:
Concomitant product(s): sedr01 ipg, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead warning for low impedance exhibited on the right ventricular (rv) lead. It was further noted that the rv lead had no capture in the bipolar configuration, so it was switched to unipolar. A lead revision was planned to occur during the patient's device change out in the coming months. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.